Event description:
It was reported that the patient presented at a follow-up clinic. It was noted that the right ventricular lead exhibited low pacing impedance upon interrogation. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.